Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed falsely (B)(6) results while using architect hbsag qualitative confirmatory reagents. The following data was provided. Sid 51403339 initial 0.68 s/co (B)(6), repeat 1.00 s/co (B)(6), 2742.65 s/co (B)(6) multiple hbsag results were (B)(6) while using the qualitative assay (2876.73 s/co, 2783.34 s/co, 2884.78 s/co). No impact to patient management was reported.